Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 50 mg/dl. Customer became unconscious, had a seizure and bit the tongue. Reportedly, the customer alleged that the fill tubing may have been performed why connected to the tubing, but could not be confirmed. Although requested, customer could not recall what treatment was given in the ER to treat low bg. Customer was released from the ER 6 hours later. Customer alleged that they had brain enlargement due to the low bg. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Ultimately, the customer was able to fill the cartridge using the existing syringe and cartridge. Customer's blood glucose level was 120 mg/dl.